Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The type ia endoleak identified at the 30 day post initial implant is confirmed. The was no type 1a present at the index procedure. The most likely contributing factor for the type ia endoleak is due to the heavy calcium just below the lowest renal artery and the first sealing ring. Procedure related harms identified were multiple type ii from lumbar arteries and inferior mesenteric artery. The final patient status was reported to be stable. Devices remain implanted in the patient; therefore, a device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 30 day post op CT identified a type ia endoleak. The type ia endoleak was not present at the completion of the index procedure. Patient is stable and being monitored.